Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported when they opened up the box of 100 coaguchek lancets, there were about 10-20 lancets that were broken into pieces. They found the needles were out of the devices, the blue buttons were removed, and they found springs in the box. This occurred with two different boxes of coaguchek lancets from the same lot. In the other second box, there were about 30 lancets that were broken into pieces in that box. The lancet boxes were sealed when they arrived. The packaging was not damaged and there was no evidence of a smashed package. Return of the affected product was requested and replacement product was sent. There was no adverse event.

Manufacturer narrative:
A specific root cause could not be identified as no product was returned for further investigation.